Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the stimulation felt funny and different in the patient¿s lower back and legs. This issue was discovered in 2017 and it was considered to be sudden. The patient was redirected to their healthcare professional (hcp) to have their implantable neurostimulator (ins) checked. There were no further complications reported or anticipated.